Manufacturer narrative:
Additional information: b5, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic hysterectomy; while closing the vaginal cuff, two consecutive barbed suture needles broke in half, and the broken needle components fell into the cavity of the patient. X-ray imaging was performed to locate and confirm retrieval of one piece from the broken needle. The surgical time was extended by approximately 30-40 minutes due to the need to locate both pieces. A laparoscopic grasper was used to retrieve the disengaged pieces. The procedure was completed using lap needle drivers and a conventional barbed suture.

Manufacturer narrative:
D10 concomitant products: vloca006l, vloca006l v-loc 180 0 abs reload 15cm (lot#: n3k2321y), 173016, 173016 endo stitch instrument (lot#: j4j2430ey) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic hysterectomy while closing the vaginal cuff, two consecutive barbed suture needles broke in half and the broken needle components fell into the cavity of the patient. X-ray imaging was performed to locate and confirm retrieval of all pieces of the broken needles. The surgical time was extended by approximately 30-40 minutes due to the need to locate both pieces. The procedure was completed using lap needle drivers and a conventional barbed suture.